Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited oversensing while the patient's intrinsic rate was in normal sinus rhythm. The leads implanted with this ICD will be evaluated.